Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post a port placement, the device allegedly had multiple crack. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified wear and deformation issues, as partial compound breaks were noted to the catheter approximately 1.3cm, 3.6cm and 4.7cm from the distal end of the cath-lock. Kinks were noted to the catheter approximately 0.2cm and 5.5cm from the distal end of the cath-lock. The surfaces of the first, second and third partial compound breaks were noted to be granular and glossy. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that some time post a port placement, the catheter allegedly had multiple crack. There was no reported patient injury.